Event description:
It was reported that when using the bd pyxis¿ medbank mini skip transactions were occurring during the issuance of controlled substances. The user indicated that the skip function should not be enabled for controlled/narcotic medications at these facilities. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that items were skipable even when the settings were disabled. A technical support specialist (tss) found that the skip function was disabled for all medications, but the skip option remained available when issuing a controlled medication to allow exit from the transaction if a witness was not present. The tss explained that this functionality prevented the medication management application from becoming stuck on the witness screen. The technical support specialist closed the case.